Event description:
A home patient (hp) contacted global technical services regarding a supply bag that fell and disconnected during dwell 2 of 5 on the homechoice (hc) machine. The hp stated he pressed stop on the hc as soon as the bag fell and became disconnected. The technical service representative assisted the hp with end therapy early procedure. The hp confirmed he would start over with new supplies. No further information is available at this time.

Event description:
Boston scientific received information that post implant the right atrial (ra) lead sensing measurement was not satisfactory and the atrial threshold test revealed pacing in the ventricle. A lead dislodgement was suspected. During the revision procedure, the ra lead would not maintain position and continued to dislodge. The physician elected to explant the ra lead and a new lead was successfully implanted. No adverse patient effects were reported.

Event description:
The home patient(hp) contacted baxter's (B)(4) regarding a system error 2240 alarm which occurred on the homechoice (hc) during drain 3 of 4. The hp had disconnected and did not press stop. The baxter technical service representative (tsr) instructed the hp to cycle power to clear the alarm. The hp confirmed to complete therapy with manual supplies. The hp had already spoke to the nurse. The solution to this issue was provided over the phone. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse (rn) regarding the supply bag that fell and disconnected. The rn stated that the patient reported the incident and that no injury resulted nor medical intervention required. The rn confirmed the patient continues therapy without issue and no allegations were made against any of the patient's dialysis products. The rn did not know the lot number or the date of shipment delivery.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated that after starting over with new supplies no further issues were found. The hp stated that this issue has not occurred since and he now uses a larger table to set the solution bags on in order to avoid any issues. An engineering quality review was completed for this report of a connection issue. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the incident was due to the supply bag falling and disconnecting. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.